Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: underweight, creases fold, opening curved on posterior and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture noted intraoperatively. Device has been explanted and replaced.